Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the entire system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-06736. It was reported that patient was not receiving effective therapy. All lead contacts showed high impedances above 3000 ohms. In turn, surgical intervention may be undertaken, however abbott will not be present as patient has requested to use a different surgeon.